Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen which is off label usage of the device, on 11-04-2024 product was provided for investigation. An external visual inspection was performed and passed/failed.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information.. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - addition information.

Manufacturer narrative:
B5 describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2 additional information/ device evaluation - addition information h6 adverse event problem - addition information

Event description:
Subsequent to the initial MDR, an addition is required.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).